Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use, 2 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml were contaminated. The following information was provided by the initial reporter: when opening a specific box fungal contamination was evidenced (with the naked eye) in 2 tubes. In general, they were observed in this ( and in other boxes from the same batch) tubes with a poorly closed lid which may explain the contamination. There is no evidence of spillage in the box.

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 245122, tube bactec mgit 7ml, batch number 1071789 and complaint number (B)(4) for contamination and fill volume. Material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1071789 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on batch for fill volume or contamination. Retention samples from batch 1071789 (100 tubes) were available for inspection. No contamination defects were observed in 100 retention samples. For investigation of fill volume defect, 100/100 were measured using a fill volume measuring tool. There were 2/100 tubes that were found to have measured under the acceptable fill volume measuring line. For investigation of contamination, ten uninoculated retention tubes from batch 1071789 were placed into incubation. Five tubes were placed into a 20 to 25 degrees c incubator and five tubes were placed in a 33 to 37 degree c incubator for seven days. At seven days incubation, there were no traces of microbial growth in the 10 incubated tubes. Six photos were received to assist with the investigation: the first photo shows two tubes. Both tubes appear to have fungal growth in the media the tube on the right, the fill volume appears to be less than expected. No product information is presented in this photo. The second photo also shows two tubes. Both tubes appear to have fungal growth in the media. The tube ion the right the fill volume appears to be less than expected. No product information is presented in this photo. The third photo shows four tubes in from batch 1071789. All four tubes have varying fill volume levels. The tube on the far left the fil volume appears as expected. The other three tubes the fill volume appears lower than expected. The fourth photo also shows four tubes in a tube rack. All four tubes have different fill volume levels. The tube on the far right the fill volume appears to be as expected. The other three tubes the fill volume appears less than expected. The fifth photo shows four tubes held up. All four tubes have varying fill volume levels. The tube on the far left the fill appears to be as expected the other three tubes the fill is less than expected. The last photo shows four tubes held up. All four tubes have varying fill volume levels. The tube on the far left the fill appears to be as expected the other three tubes the fill is less than expected. No returns were received to assist with the investigation. This complaint can be confirmed from the evidence provided by the photos. A trend has not been identified, therefore, no actions are planned at this time. Bd will continue to trend complaints for contamination and fill volume. H3 other text : see h.10.

Event description:
It was reported that prior to use, 2 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml were contaminated. The following information was provided by the initial reporter: when opening a specific box ... Fungal contamination was evidenced (with the naked eye) in 2 tubes. In general, they were observed in this ( and in other boxes from the same batch) tubes with a poorly closed lid which may explain the contamination. There is no evidence of spillage in the box.